Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The filter and detached limb remain implanted. Therefore, a sample evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that approximately six years post filter implant, during a routine MRI procedure, a foreign body was identified in the patient's lung. The discovery was made as an incidental finding. Additional imaging was performed and demonstrated that the filter was tilted ninety degrees. The patient is asymptomatic. An attempt to retrieve the filter and the detached component were not performed and there are no plans to retrieve the filter.